Manufacturer narrative:
The generator board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned power supply found that the reported event was related to an electrical issue. The power supply did not pass bench testing. It would not power on. The reported event was confirmed to be caused by an electrical issue with the power supply.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the generator would not complete initialization and that the power supply had no output. Following replacement of the power supply and rad/gain calibrations, the imaging system then passed the system checkout and was found to be fully functional. The suspect power supply has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, an alarm went off on the imaging system and that the imaging system was unable to perform image acquisitions. There was no patient present when this issue was identified. No additional information was provided.